Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another compounded drug via an implanted pump. The patient did not know the name of the second drug, but said it was some sort of muscle relaxer. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the first 2.5 days after implant the patient was getting pain relief, but then it returned. The patient¿s pain was in his neck between c2 and c7. At one point, the patient¿s hcp (healthcare professional) stopped having him use his ptm (personal therapy manager) and gave him oral medications to help with the pain. He was told he needed to give it time, but the pain never improved. Per the patient, the hcp did a ¿sonogram or something where they injected dye¿ and determined the issue was that the "plastic tubing that goes through his spine broke loose"; the catheter had disconnected from the pump. Yesterday ((B)(6) 2018) they went in and ¿redid the tubing¿ because the patient wasn't getting the medication he needed. No further complications have been reported as a result of this event.